Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. A supplemental report will be sent if additional information is received. H3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a catheter restriction alarm. Nurse states the alarm started at 0500 on 5/28/24. He removed ECG leads, placed new ECG leads on patient. He inspected helium tubing, per the nruse no kink or bend noted, no blood noted. He decided to replace helium tubing. Per the nurse, the alarm continued. He changed iabp ratios from 1:1 to 1:2. The alarm continued. The nurse decided to exchange consoles. There was no patient harm. This report is for the iabp used in the event. The iab catheter is being reported separately: tw# (B)(4). .

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)